Event description:
Home pt reported multiple incidents of minicaps with insufficient betadine. Noted prior to use. The home pt stated the sponges were brown in color and the packages were sealed in the usual manner. No pt injury or medical intervention was reported per hp.